Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was treated with oral and IV antibiotics for 3 days (specific date not reported). The patient also underwent skin revision procedure on (B)(6) 2023, in order to remove tissue from the wound. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 18, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced skin flap necrosis, exposing the receiver/stimulator. This has been resolved via a device repositioning surgery on (B)(6) 2024. However, there was now an extrusion of the electrode array. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The patient underwent revision surgery on (B)(6) 2024, to reposition the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2025, in order to re-suture the wound under general anaesthesia.

Manufacturer narrative:
Per the clinic, the patient experienced a skin flap breakdown. There are plans to do revision surgery for debridement and device repositioning; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, patient also exhibited insufficient hygiene management which is presumed to have facilitated the entry of the infection through a wound located at implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report attached.